Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: d4 12 previously reported events are included in this follow-up record. Product return status 2 devices were received. 6 devices were not available for evaluation. 4 device investigation types have not yet been determined.

Event description:
This report summarizes 12 malfunction events in which the device reportedly had free or unrestricted flow. 10 events had patient involvement: no patient impact. 1 event required medication be provided. 1 event had a cancelled/aborted surgical procedure.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 2 devices were received. 6 devices were not available for evaluation. 4 device investigation types have not yet been determined. Additional information: 12 devices were labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events in which the device reportedly had free or unrestricted flow. 10 events had patient involvement: no patient impact. 1 event required medication be provided. 1 event had a cancelled/aborted surgical procedure.

Event description:
This report summarizes 11 malfunction events in which the device reportedly had free or unrestricted flow. 7 events had patient involvement: no patient impact. 1 event required medication be provided. 2 events had a cancelled/aborted surgical procedure with no health consequences or impact. 1 event had a cancelled/aborted surgical procedure with insufficient additional information provided.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 12 events were previously reported during the reporting quarter: however, 1 event was reported in error. 11 previously reported events are included in this follow-up record. Product return status 5 devices were received. 6 devices were not available for evaluation.